Manufacturer narrative:
(B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patent's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient was moving during the treatment and the surgeon aborted the procedure part way through when he had suction loss. When in theater (surgery room) it became apparent that the capsulotomy was incomplete and while the cortex was being removed the surgeon noted that there was a radial tear in the posterior capsule. Vitreous loss was adverted.